Event description:
On (B)(6) 2011, pt reported experiencing issues with his down button. Pt was aware of the recall but did not start having issues until a few weeks ago. Pt stated he first noticed the intermittent issue a few weeks ago and about a week ago, it stopped responding completely. Pt reported he rarely uses the down button. Pt stated the buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.